Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, in increased numbers across numerous lots of reaction vessels with hbsag, hiv, and hcv assays. The issue was resolved with the implementation of lot 70431p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer has alleged that lancet is protruding from the end cap of the multiclix lancing device. No adverse event reported. A request was made for the return of the product, replacement sent.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A technician reports tracking difficulties during bilateral refractive surgery on a pt with very dark pupils. This report is for the right eye, the left eye is being reported under MDR #1061857-2009-00005. During surgery on the right eye, the system kept losing track, the operator would reacquire track on the eye and continue with the procedure. At 95%, the system lost track again and the surgeon elected to proceed with the fellow eye. Add'l info provided by the facility indicates there was no visual impact to the pt's right eye.